Manufacturer narrative:
Medical personnel mentioned that arterial catheterization for the patient was performed. During the process of priming the tubing, it was discovered that there was severe leakage at the connection between the line and the murphy drip chamber. A leakage in the arterial blood pressure system could result in a blood loss defined as a serious injury but in this case no blood leakage occurred. The video of the leaking monitoring kit was provided, which confirmed the issue. No patient harm has been reported. The faulty part was discarded by customer. The cause of the issue could be determined as related to cracked picco monitoring kit. There is no indication for a systematic root cause as a deficiency of design, production or material. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. This event occurred on the chinese market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the ous device. It is a significantly similar device to ¿picco monitoring kit¿ which is sold in the USA under primary di number (B)(4), premarket submission number k991886.

Event description:
It was reported that picco monitoring kit had a crack, resulting in fluid leakage. The was no patient harm. Manufacturer's ref. #: (B)(4).